Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contact dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient's mother reported that the patient was having a low that resulted in seizure. Patient was wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Patient's mother is a nurse and administered table syrup to the back of the patient's mouth. Patient's mother called for an ambulance. Patient's mother reported that paramedics took finger stick (fs) blood glucose (bg) upon arrival. Patient's bg was reported to be at 80mg/dl. Patient did not receive medical intervention during transport to the hospital. Patient was observed at the hospital before being transferred to another hospital. The complaint states that the patient was transferred to the 2nd hospital because he did not wake up for 14 hours. Patient's mother reported that the patient received intravenous (IV) fluids, spinal tap for fever, eeg, MRI and fs blood tests every 2 hours while in the hospital. Patient was released from the hospital after 2 days. At the time of contact, patient's mother reported current condition of patient as healthy. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizure.